Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of device showed the top case was chipped and cracked. The bottom case had seal damage. Customer stated problem could not be verified, pump would go into supercap post error right after startup. The pump had a low profile supercap. The root cause of the reported issue was not found. Actions taken to mitigate the reported issue: replaced chipped and cracked top case. Replaced damaged bottom case. Installed missing light shield. Replaced main board for supercap error. Replaced cracked right plunger case. Performed function and delivery tests.

Event description:
It was reported that motor rate error event occurred. No patient injury reported.